Manufacturer narrative:
The initial reported event of infection was received on (B)(6) 2016. Of note the serious injury was submitted in a timely manner via an alternative summary report that was due on (B)(6) 2016. Information was subsequently received on (B)(6) 2016 and revealed the patient died. As this new information does not qualify for summary reporting, this report is therefore being submitted as a 30-day report. Concomitant medical products: 5054-52 lead, implanted: (B)(6) 2003. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device system was explanted due to an infection. A temporary lead was placed until a new system was implanted at a later date. No further patient complications have been reported as a result of this event. On (B)(6) 2016: it was further reported that the patient is deceased and died approximately one month post replacement. The cause of death has been requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was on hospice for chronic myelogenous leukemia prior to passing away. It was also reported that blood and wound cultures taken approximately one month prior to the patient's death were negative.